Manufacturer narrative:
Investigation summary ppae (ischemia) : in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot-1723784 device history batch subcomponent - n/a device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Loqi reported that the patient experienced bilateral lower limb ischemia, assessed as definitely related. The patient had an impella cp placed in the left groin, after which loss of pulses was noted in the left lower extremity by exam and doppler. Arterial duplex demonstrated no flow to the limb. Interventional cardiology subsequently placed a catheter from the left superficial femoral artery (sfa) to the right sfa in an attempt to restore perfusion. The impella was removed on (B)(6) 2025. Due to worsening doppler findings, a two-incision, four-compartment fasciotomy of the left lower extremity was performed on (B)(6) 2025. Posterior and superior compartments showed potentially viable musculature, while the lateral and anterior compartments were non-reactive and non-viable. Progressive distributive shock resulted in the right lower extremity developing ischemia between 03-09 and (B)(6) 2025. Vascular surgery recommended bilateral above-knee amputation (aka). The patient continued on medical management with vasoactive support, and no surgical interventions were performed. The patient subsequently expired.